Manufacturer narrative:
Reported events of premature discharge of battery and longevity anomaly were not confirmed. Electrical, mechanical, and visual analysis was normal with no anomalies found. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the pacemaker exhibited premature battery depletion. No resolution was taken. The patient was stable throughout.

Event description:
New information indicates that the pacemaker was explanted and replaced. There were no patient consequences.